Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to oversensing and noise on this right ventricular (rv) channel. Upon review of the follow-up there was loss of capture (loc) and potential lead micro fracture was seen through the x-ray imaging. Noise was also noted due to t-wave oversensing. Other lead measurements were stable and within the normal range. The plan was to have this lead revision perform soon. The rv lead currently remains in service. No adverse patient effects were reported.